Manufacturer narrative:
(B)(4). A lot history record review was completed for lot numbers 25135995, 25136362, and 25136433 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no blood detected. The delivery device was returned inside of the loading device. The seal remained in tact in the window of the loading device. The slide lock was in the locked position, and the plunger was not depressed on the delivery device. To simulate loading of the seal, a loading procedure was conducted following the IFU. It was observed from the window that the seal did not load properly. The position of the anchor tab prevented the delivery tube from being placed in the proper position for the seal to properly enter the delivery tube as designed. The seal and tension spring assembly were removed from the loading device. There were no signs of cracks or delamination on the seal. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .223 inches. The length of the delivery tube was measured at 2.52 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" is confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly . A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. No patient involvement.